Event description:
(B)(6) 2010: 4 months post-op. Severe pain. Second look. Severe synovitis - scooped out the plugs, 2 plugs, osteochondral defect.

Manufacturer narrative:
(B)(4) was notified of incident in (B)(4) 2010 however the information was not forwarded to (B)(4) until (B)(4) 2010.(B)(4)